Event description:
It was reported that noise had been observed on the atria lead of an asymptomatic patient. The noise was able to be reproduced through isometrics. The lead remained implanted and the patient continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.